Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device revealed that the coil delivery wire was kinked, likely while handling the device either during the preparation for the procedure or during the clinical procedure. Additionally, the main coil was kinked and broken which would have contributed to friction noted during the procedure. Functional testing was not performed as the delivery wire stuck inside the introducer sheath. Based on the investigation results and available information, an assignable cause of procedural factors - cause traced to component failure will be assigned to this investigation. The issue is associated with a product that meets stryker design and manufacture specifications and was used according to the device directions for use (dfu) but due to procedural and/or anatomical factors encountered during use, the device performance was limited.

Event description:
Analysis of the device revealed that the subject coil delivery wire was broken. There was no clinical consequence to the patient as a result of this event.